Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit functioned properly. No excessive no delivery alarms or no delivery noted. Unit was received with scratched display window, cracked reservoir tube and missing end cap sticker.